Manufacturer narrative:
Date of event: (B)(6) 2021. 15mar2021. .

Event description:
The customer reported that the device tidal volume was displayed 200ml higher. The product service engineer (pse) could not duplicate the customer's complaint. The customer reported there was no patient involvement at the time the issue was discovered. The pse performed functional tests with no abnormality. No parts were replaced at the is time on this device.